Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. The customer¿s father reported a ¿lo¿ (reading less than 40 mg/dl) sensor message and the customer was treated with juice and banana, without capillary comparison. It was further reported that a few hours later, two readings of ¿hi¿ were obtained on capillary meters. Based on the capillary meter readings, the father administered rapid insulin as treatment. A post-treatment reading of 29.3 mmol/l was obtained on an unspecified device; however, the customer¿s father noted glucose levels then gradually began to decrease. No further information or treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. The customer¿s father reported a ¿lo¿ (reading less than 40 mg/dl) sensor message and the customer was treated with juice and banana, without capillary comparison. It was further reported that a few hours later, two readings of ¿hi¿ were obtained on capillary meters. Based on the capillary meter readings, the father administered rapid insulin as treatment. A post-treatment reading of 29.3 mmol/l was obtained on an unspecified device; however, the customer¿s father noted glucose levels then gradually began to decrease. No further information or treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m000dr7fq0 has been returned and investigated. Sensor plug was not returned and no physical damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported, with the use of the adc freestyle libre sensor. The customer¿s father reported, a ¿lo¿ (reading less than 40 mg/dl) sensor message. And the customer was treated with juice and banana, without capillary comparison. It was further reported, that a few hours later, two readings of ¿hi¿ were obtained on capillary meters. Based on the capillary meter readings, the father administered rapid insulin as treatment. A post-treatment reading of 29.3 mmol/l was obtained on an unspecified device. However, the customer¿s father noted, glucose levels. Then gradually began to decrease. No further information or treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint. And there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.